Event description:
It was reported that a patient underwent a laparoscopic sigmoid colectomy on (B)(6) 2013 and suture was used to close the fascia. During the procedure, the needle was noted to be bent and broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a broken barrel of the needle.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2013-04331. The same device is represented in each medwatch as it was involved in two events.